Manufacturer narrative:
The zoll cool line catheter was not returned to zoll for evaluation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
On (B)(6) 2023, an ivtm treatment was started for a covid-19 patient who had suffered a brain hemorrhage. The cool line catheter (lot# unknown) insertion was smooth. Approximately 2 hours and 40 minutes later, the customer discovered that the saline in the saline bag had turned orange /yellow. No complaints of saline fluid on the patient's bed, floor, console, or any alarm shown by the console have been made. The saline level in the bag had not dropped. The customer elected to change the catheter and the start-up kit (suk) (lot# unknown) to finish the treatment using the same thermogard console even though there were no obvious signs of system leakage. The customer was concerned about a possible catheter leak. No consequences or impact to the patient. Per the sales representative, the catheter was tested with the syringe and no leak was confirmed.